Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the stent was not removed from the balloon although the balloon was deflated. When the physician pulled the device out from the patient, the stent was still on the balloon.

Event description:
It was reported that stent dislodgement occurred. A 2.75mm x 8mm liberté¿ stent was selected to treat the lesion but the stent could not pass the lesion. Upon withdrawal, it was noticed that the stent was stripped and the stent fell out of the balloon. The device was retrieved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the liberte stent delivery system (sds) was received with a liberte inner packaging pouch and shelf box. The device and packaging matched the reported batch number. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were multiple hypotube kinks. The distal tip was damaged. The hypotube was completely separated 18.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).